Manufacturer narrative:
Follow-up #1: date of submission 09/10/2105 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: battery compartment cracks were found in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the corner of the display area. There was evidence of moisture behind the display lens. The pump was unresponsive when it was attempted to power on as a result of the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.